Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic left colectomy procedure. The second and third clip jammed. Could not close the jaws for removal. Had to remove the trocar to remove the device. The surgeon was not able to squeeze the handle when the issue occurred. In order to resolve the issue and complete the case, opened another clip applier. There was no patient harm.